Manufacturer narrative:
(B) (4).

Event description:
Procedure type: gastrectomy. According to the reporter: although the instrument fired properly some staplers remained in the stapler. The surgeon pulled out the rest of staples from the patient and continued the intervention by other means. One unit of blood was used, and there was one hour delay in surgery. Due to the delay the patient is still hospitalized. No additional information available at this time.